Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ramware version 8 installed on (B)(6) 2011. Battery voltage on the same day was 2.74 v, which is below the new eri trip point of 2.81 v. After 3 days under this voltage, eri will be tripped.